Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged in a test blade, powered on the monitor and a no signal message appeared. They replaced the faulty input connector. A test baton was connected to the monitor and powered on to confirm that the monitor was in correct working order. The device was returned to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, they were getting a "video 1, no signal" error message. This happened with all the batons that they connected to the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.